Event description:
It was reported that a patient had a problem with her pump. The patient complained of poor efficacy and "had not been getting any pain relief from the pump since it was implanted." The pump was programmed to deliver dilaudid 10mg/ml and bupivicaine 5.3mg/ml. The health care professional attempted a catheter dye study but was unable to aspirate any cerebral spinal fluid. The pump and catheter were both explanted at the request of the patient. At the time of explant, the catheter was found out of the intrathecal space. The patient recovered without sequela. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.